Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated. Further information has been requested but not yet received.

Event description:
It was reported that patient experienced ineffective therapy, patients lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
Complaint was confirmed for the high impedance and loss of therapy was confirmed. As received, visual inspection found all the internal wires broken the all-broken wires caused high impedance on lead, which will cause the loss of therapy.